Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: gmrs dist fem comp sml r 65mm; cat# 64952020; lot# nx33e, mrh tibial b/plt keel sml 2; cat# 64813111; lot# n2e2j, triathlon symmetric x3 patella; cat# 5550-g-360-e; lot# pm03, triathlon sym cone aug sz c; cat# 5549-a-130; lot# cork, tri press-fit stem 13x150mm; cat# 566-s-013; lot# 0107402j, gmrs extension piece 40mm; cat# 64956040; lot# l7e2y, mrs fem stem w/o body 11x127mm; cat# 64853111; lot# 226404c, tritanium bplate triathlon s3; cat# 5536b300; lot# ctd5550, gmrs small femoral bushing; cat# 64952105; lot# lkr851, mrhk tibial sleeve; cat# 64812140; lot# lkf817, mrhk bumper insert 3 degrees; cat# 64812133; lot# llb188, mrh tib rot comp xs-xl; cat# 64812100; lot# 172823b, and gmrs small femoral bushing; cat# 64952105; lot# lkp682. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Patient underwent primary right tka outside cors scope. On (B)(6) 2022 patient developed pji requiring revision of all components. Patient presented again with pain and signs of pji. Was revised on (B)(6) 2022. All components exchanged.